Event description:
The pt was implanted with a combination gel/saline mammary prosthesis on 5/14/86. Subseqeuntly, the pt experienced a rupture of the device, pain, capsular contracture, and numbness.